Event description:
It was reported that during a low anterior resection procedure, there were no staples in the cartridge. The surgeon put overstitches. The case was completed with a similar device with no patient consequence.